Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A treating healthcare professional reported a patient was injected with juvéderm® voluma¿ xc in their cheeks by another healthcare professional. Three days later, patient return to injecting healthcare professional who noted "it was normal swelling and not to be concerned." Two days later, patient treated themself with arnica, lemongrass and epsom salt bath. Post this treatment the swelling increased significantly and patient visited the treating healthcare professional a week later. On the date of the visit, patient was prescribed a medrol dose pack and bactrim. Patient returned to the office another week later with significant inflammation with fluid in their cheeks and redness. It was also noted the right cheek had spontaneous drainage. Treathing healthcare professional drained the left cheek and prescribed kfler 3x per day for 10 days. Patient returned about three weeks later with swelling still persisting and was prescribed prednisone and a doxy pack. Events ongoing.

Event description:
Additional information provided by the patient noted event was an infection and that they were prescribed doxycycline, cephalexin and prednisone for 60 days total. Patient also noted they used ice for five days after the injection. Patient is reportedly "doing better" but still being seen for the events.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information received noted events resolved roughly two months after onset.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
Clarification to h6: the syringe has been discarded. Additional, changed, and/or corrected data: a.2., a.6., b.3., b.5., b.6., b.7., h.6., h.8.

Event description:
Additional information received noting that patient also experienced "hardening" in addition to the swelling and bruising. 2 days after patient treated themselves with arnica, lemongrass and epsom salt bath, they would visit their primary care provider who suggested no treatment. The bactrim ds and medrol dose pack was a 10 day prescription. In addition to the drainage performed on the left cheek, hcp also drained their right cheek at that time. 6 days after the doxycycline and prednisone 20mg treatment, which was prescribed for 10 days, patient is healed but still has some scarring.